Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. The 4.00 x 38mm synergy xd drug eluting stent was advanced for treatment. During the procedure it was noticed that the proximal part of the stent had become damaged. The procedure was completed with a different device and with no injury to the patient.